Event description:
Failure: 0769.32927. Error on start-up. Unit placed out of service for evaluation. Error resolved with reboot, but delay in patient treatment due to replacement of device with another vn500 babylog vent. This error has occurred 6 times since unit placed into service may 2020.